Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an angioplasty procedure of the sfa and popliteal artery on a (B)(6) male patient, the micropuncture needle and microwire was inserted; however, difficulty was experienced as the devices would not advance. When the physician pulled out the needle and wire, one of wires broke off and remained in the patient. The physician performed a groin cut down to remove the wire. The patient did well post surgery. No additional procedures or intervention was required due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, instructions for use (IFU), quality control and specifications was conducted during the investigation. The product was not returned to assist in the investigation. No examination could be performed. Damage to the wireguide may occur during use if resistance is met, or during manipulation or withdrawal through a needle. The IFU, include the following precautions, ¿do not attempt to insert or withdraw the wireguide and/or introducer if resistance is felt¿, ¿withdrawal or manipulation of the distal spring coil portion of the mandrel wireguide through a needle tip may result in breakage.¿ the IFU, also contains the following caution, ¿do not withdraw the wireguide through the introducer needle; breakage may result. If the wireguide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ the lot records of the device were reviewed. No issues concerning the quality of the product relative to this investigation were noted. Based on the provided level of information a definitive root cause can not be determined or reported at this time. We will continue to monitor similar complaints and have notified the appropriate internal personnel of this event.

Event description:
During an angioplasty procedure of the sfa & popliteal artery on a (B)(6) male patient, the micropuncture needle and microwire was inserted; however, difficulty was experienced as the devices would not advance. When the physician pulled out the needle and wire, one of wires broke off and remained in the patient. The physician performed a groin cut down to remove the wire. The patient did well post surgery. No additional procedures or intervention were required due to this occurrence.